Manufacturer narrative:
Block b3: exact date unknown, event occurred five months from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration, which was confirmed through a computerized tomography (CT) scan. The patient underwent a lead revision procedure.